Event description:
It was reported that the patient underwent revision surgery due to experiencing incontinence when lifting heavy objects and coughing. The patient's cuff was downsized from 4.5cm to 4cm. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump, balloon and cuff were visually and microscopically examined and tested for leaks. No damage or abnormality was noted, no leaks were identified. Analysis was unable to confirm the clinical observation of the device not operating as expected. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient underwent revision surgery due to experiencing incontinence when lifting heavy objects and coughing. The patient's cuff was downsized from 4.5cm to 4cm. There were no patient complications reported.